Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the handpiece was used and the patient burn noted at bilateral aspects of the mouth creases at cessation of procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the pencil diathermy was used and the patient burn noted at bilateral aspects of the mouth creases at cessation of procedure.